Manufacturer narrative:
D10: section d information references the main component of the system. Other relevant device(s) are: product ID b3300542m lot# serial# (B)(6) implanted: (B)(6) 2021 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that during stage 1 on monday was when both leads had high impedances. They twisted the cable twice bilaterally. During stage two, the leads had higher impedances. Only one test cable was used and they did not change out any leads because they liked the location (they kept everything as is). One lead resolved after twist and one did not improve after twist. Contact 3 was still high during stage 2 and resolved after twisting lead to extension junction. It was connected to the ins, the doctor checked the ins to extension, wiped and cleaned off, then did lead to extension twist and everything was good. Contact surfaces were kept cleaned and wiped off. They don't like to spin lead in brain, kept pinch mechanism closed (not for sure), and isolate the distal end from twist. They had other issues with high impedances on other cases with the ens and test cables and spinning test cable/lead resolved the issue. They are not using automatic increase. The rep goes right to 1 ma on ins for impedances. Using higher settings tend to help resolve high impedances. They stated running current for a time will improve impedances as well. Overall, twisting the extension to lead interface helped to lower the high impedances and the implant was a success.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: b3300542, serial#: (B)(4), product type: lead. Other relevant device(s) are: product ID: b3300542, serial/lot #: (B)(4) , ubd: 05-aug-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative (rep) who reported they did a lead placement on (B)(6) 2021 to place a sensight lead. The connected the lead to the test cable and found one electrode impedance to be high. They attempted to rotate the lead in the test cable as recommended in the implant manual, but it didn't resolve. On (B)(6) they were going to be doing the implant case and plan to check the lead again. Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the cause of the high impedance was oxide on the lead contacts. The high impedance resolved by twisting the extension around at the proximal part of the lead.